Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, customer loaded cold insulin into the cartridge. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. Customer¿s blood glucose level was 207 mg/dl.